Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that 1 unit of juvederm® ultra plus¿ xc was injected into the nasogenian groove region and after 2 years, the patient "evolved with a progressive hardening of the region approximately 2.5cm wide and 5cm long and in the glabella with evolution of hardening of the region." Biopsy results showed foreign body.